Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09333. It was reported that catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified 3.5mm in diameter right coronary artery (rca). A 24 x 2.50 promus premier drug-eluting stent was advanced and deployed at the proximal rca. Intravenous ultrasound (ivus) was performed and it was noted that the stent was not well apposed. Subsequently, a non-bsc guide wire was advanced through the deployed 24 x 2.50 promus premier drug-eluting stent and a second 32 x 2.50 promus premier drug-eluting stent was advanced. However, the second promus premier stent came into contact with the first promus premier stent. When removal of the second promus premier stent was attempted, resistance was encountered and it was unable to be pulled back into the sheath. A surgery was performed to remove the second promus premier stent; however, the previously implanted promus premier stent was also removed unintentionally. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. However, pictures taken immediately post procedure were received showing severe damage to the dislodged stent with struts distorted and stretched from the middle of the profile to the end and bunched at the other end. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile, mid-shaft and inner/outer shafts. A 0.014¿ guidewire could be inserted through the device with no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09333. It was reported that catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified 3.5mm in diameter right coronary artery (rca). A 24 x 2.50 promus premier¿ drug-eluting stent was advanced and deployed at the proximal rca. Intravenous ultrasound (ivus) was performed and it was noted that the stent was not well apposed. Subsequently, a non-bsc guide wire was advanced through the deployed 24 x 2.50 promus premier¿ drug-eluting stent and a second 32 x 2.50 promus premier¿ drug-eluting stent was advanced. However, the second promus premier¿ stent came into contact with the first promus premier¿ stent. When removal of the second promus premier¿ stent was attempted, resistance was encountered and it was unable to be pulled back into the sheath. A surgery was performed to remove the second promus premier¿ stent; however, the previously implanted promus premier¿ stent was also removed unintentionally. No patient complications were reported and the patient's status was good.